Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that there were defective segments on the display of the patient's infusion device that could affect the values displayed on the device. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The display is missing a pixel line/pixel column due to a defective display printed circuit. The display can lead to misinterpretation of insulin amounts.